Event description:
It was reported that patient experienced a "black out" a week after receiving a new pacemaker. Undersensing was noted on the right ventricular lead. The lead was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.